Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'intermittent shut down' was confirmed through the event history log as 'improper shutdown!' Messages which was reproduced during evaluation. The cause was determined to be a failing rear case, troubleshooting with known good rear case and experiencing no further issues. The upstream/ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced intermittent shut down. There was no patient involvement. No additional information is available.